Manufacturer narrative:
Device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at least one bd cathena¿ safety IV catheter experienced a safety mechanism that would not activate. The following information was provided by the initial reporter: safety not engaged (multiple people). We discovered staff were not pulling back clear plastic to correctly activate safety needle, they were forcefully pulling white piece off of the hub which resulted in a bent needle.

Manufacturer narrative:
H6: investigation summary one photo was received by our quality team for evaluation. From the photo, the safety mechanism was observed to not be fully activated and the cannula was bent at the mid-section near the tip of the partially-activated safety shield. A device history record could not be evaluated as the lot number is unknown. As no sample was returned, the team is unable to evaluate whether there is a safety activation components failure or damage that resulted in the safety activation failure. However, based on the verbatim, ¿we discovered staff were not pulling back clear plastic to correctly safety needle, they were forcefully pulling white piece off of the hub which resulted in a bent needle¿, the defects were most likely caused by an incorrect device usage when performing the safety activation. Users are recommended to follow the instructions stated in the instructions for use: pull the needle out of the catheter until the needle safety shield releases the catheter hub.

Event description:
It was reported that at least one bd cathena¿ safety IV catheter experienced a safety mechanism that would not activate. The following information was provided by the initial reporter: safety not engaged (multiple people). We discovered staff were not pulling back clear plastic to correctly activate safety needle, they were forcefully pulling white piece off of the hub which resulted in a bent needle.